Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found to be exposed at the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract to indicate that the hard cannula was improperly installed. No blood was observed on the device however the exposed needle contributed to the reported pain and bruising. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that the patient's blood glucose (bg) values reached over 300 mg/dl. For treatment, the patient removed the pod and activated a new pod. The pod was worn longer than 48 hours on the arm.